Manufacturer narrative:
Follow up response with the customer regarding the event reported provided no additional information other than noting that the procedure was completed, device was inspected prior to use. Type of procedure performed was not provided. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Device evaluation found broken, chipped tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of cover glass damage (chipped tip). The procedure was completed. No patient injury or harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to user error, improper handling and application of excessive mechanical force, i.e. Impact or fall. Olympus will continue to monitor field performance for this device.